Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this patient received several inappropriate shocks due to muscle noise which could be recreated in all vectors. A boston scientific technical services consultant reviewed the data and identified that small amplitude measurements have been present for a few months and have become more prevalent. It was noted that this patient is very thin with bilateral deep brain stimulations and therefore, a transvenous system is not an option. A fracture of the electrode was suspected but was not confirmed. A revision procedure was performed and the system was replaced. No additional adverse patient effects were reported.